Event description:
This report is based on information provided by a philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the 866199 (efficia dfm100 defibrillator monitor) indicating that the device is malfunctioning. The event was outside of use and there was no reported patient nor user harm. Remote support was provided, the issue could not be confirmed nor reproduced as the operational check passed. Device remains functional and at the customer site. Based on the information available and the testing conducted we were unable to replicate the reported problem. The reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. A review of the risk management file was performed and the potential severity of s3 has been identified in the risk document. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
H3 other text : remote support provided.